Event description:
A marathon was being prepared for use in the avm embolization with onyx. The physician was not able to remove the catheter at the end of the procedure. The catheter was then cut off and the shaft was left in the patient. No complications were reported to have occurred with the patient as a result of this report.